Event description:
The reporter stated the device's cannula became detached and remained in the pt's buttocks. Pt's mother was able to manually remove part of the cannula. No pt injury occurred.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.